Event description:
It was reported the insulin pump alarmed button error. Customer replaced the device and through out the day customer did not check blood glucose. Before dinner customer checked blood glucose and it was 120 mg/dl. Customer gave himself 12 unit of insulin through a bolus for his meal. Customer stated he went to the rest room and passed out. Customer's blood glucose lowered to 32 mg/dl and was sent to the hospital. Customer requested to replace the device again. Customer then stated he treated with 40 units of lantos and not 30 units. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.